Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One picture was provided for evaluation. The picture provided was evaluated and it was noted the photograph was only of the item and lot number in new packaging. Both pods are visible, and no detachment was confirmed. Based on the evaluation results the reported defect was not confirmed. The provided picture does not offer the details necessary to confirm the reported defect or determine any root cause at this time. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: it was reported that the pod separated from the bloodline. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.